Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart. Customer was able to clear the alarm. Customer was able to complete rewound the insulin pump. Customer stated the insulin pump alarm occurred after battery changed. Customer reported that the insulin pump had pump error. Customer was able to clear the alarm and able to complete rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 and a17 alarm noted during test.